Event description:
It was reported: "one month postoperative examination showed backout of the advanced locking screw. At the moment, no additional information is available and no revision is planned."

Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note the correction to h6 health impact code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. There was no information about the patient's post-op behavior. It could not be determined if the patient had contributed to the event. There were no x-rays available allowing a medical review. The item was still implanted, thus a physical investigation was not possible. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "one month postoperative examination showed backout of the advanced locking screw. At the moment, no additional information is available and no revision is planned."